Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after placing the left ventricular lead into the target vessel, removing the guidewire was difficult, so part of the guidewire was left inside the implanted lead.